Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient complained that the device implant site was sore to the touch, especially when the patient's clothes rubbed against it. The device was explanted and not replaced. No patient complications have been reported as a result of this event.